Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd pump displayed an error code 41622 for the past three nights. Removing the battery did not immediately stop the alarm, which continued for approximately one hour before stopping. After reinserting the battery in the morning, the pump resumed normal operation. The patient switched to an alternate pump to continue therapy.